Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of 239 mg/dl, 119 mg/dl, and 124 mg/dl on the advantage system. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the advantage system. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549608 with expiration date 04/30/2008.